Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient encountered an air detected in cassette warning during fill 5 of 5. The cause of the leak is unknown. Fluid was discovered under the cassette door under the tray. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received a new cycler which is working well and patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient encountered an air detected in cassette warning during fill 5 of 5. The cause of the leak is unknown. Fluid was discovered under the cassette door under the tray. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received a new cycler which is working well and patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return for investigation.